Event description:
An atherectomy tool was inserted into a dilated vessel to retrieve a thrombus in a clotted graft. During the extraction, the tip of the tool broke off. The surgeon was unable to retrieve the tip. An xray of the chest and left arm was done. Xray revealed a metallic ring density measuring 5mm occurring in the anterior medial aspect of the soft tissues. Adjacent to the distal shaft of the humerus.